Event description:
There was an allegation of questionable ise indirect gen 2 result from the cobas 8000 cobas ise module. Sample 1 initial sodium result was 134 mmol/l and the repeat result was 142 mmol/l. Sample 2 initial sodium result was 130 mmol/l and the repeat result was 137 mmol/l. The questionable result was reported outside of the laboratory. The repeat result was believed correct. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer performed multiple primes on the analyzer. The field service engineer replaced the diaphragms for the vacuum as they were cracked. The investigation determined the service actions resolved the issue.